Event description:
The customer contact reported the pt rec'd less medication than intended. The unspecified gemstar tubing set was being used to deliver fentanyl 10 mcg/ml via a gemstar pump that was programmed to deliver at a rate of 0-10mcg/hr with 5-15mcg boluses. After the medication was discontinued, the homecare nurse noted the "end volume" displayed on the pump was 159ml; however, amount of medication that was reportedly wasted was 195ml. The pt's status was reported to have been unchanged due to the event. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).